Event description:
The user received a questionable estradiol ii result for one patient sample. The initial result was 3224 pg/ml and was reported outside the laboratory. On (B)(6) 2012, the result was questioned by the doctor and the sample was repeated with a result of 10.5 pg/ml. The repeat result was considered to be correct. The patient was not treated based on the initial result and was not adversely affected. The estradiol reagent lot number and expiration date were not provided. The field service representative could not determine a cause. He checked the system and performed a flow cleaning, bleached out the sample and reagent probes and cleaned out the ews waste line. To verify the analyzer operation, he ran performance testing. No defects were noted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined for this event. A general instrument issue was not suspected as performance testing was acceptable. The customer refused to provide any further information for investigation. No adverse events were reported for the patient.